Manufacturer narrative:
Additional information was received that there were a total of seven samples affected. Two of the samples had results reported outside the laboratory and were corrected. No further issues have occurred since the field service representative visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable ise indirect na, k, ci for gen.2 sodium result for one patient sample. The initial result was 130 mmol/l and the repeat result on another analyzer was 138 mmol/l. The sample was then repeated on the original analyzer and the results were 140 mmol/l and 138 mmol/l. The initial result was reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative checked the ises and could not find a cause. He ran successful ise precision checks.

Manufacturer narrative:
A specific root cause could not be determined. Information provided for investigation suggests the most probable root cause was a mis-sampling due to poor sample quality. The customer was using a too short centrifugation time and a too high speed based on the tube manufacturer's recommendations, which most likely resulted in poor sample quality. Mis-sampling can occur when either needle lubricant from the blood collection device or fibrin floating in the sample is aspirated.